Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, a failure for that issue was not identified. Two additional issues were identified (unresponsive touchscreen and malfunction 3 alarm).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 340 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.